Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, vaginal delivery and ovarian cyst. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), scar ("vaginal scarring") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic hysterectomy with laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, scar and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, pelvic pain, scar and urinary tract disorder to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, vaginal delivery and ovarian cyst. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), vaginal disorder ("vaginal scarring") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic hysterectomy with laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, vaginal disorder and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. Batch no : c26965 production date : 2014-02-27 ,expiration date :2017- 02-28 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.